Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec. Scuff mark (sm) is observed but it is not considered a workmanship as the device was not received in its sealed packaging, however, a further investigation is requested to analyze this case. The unit is not ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.